Event description:
The olympus (okr) field service engineer reported that the customer high frequency electro-surgical generator unit had a ¿e006 function failed¿ error. The customer reported problem was found at preparation for use. The scheduled diagnostic procedure was completed using a similar device. There was no delay in the procedure, death or injury and no impact to patient or other was reported to olympus.

Manufacturer narrative:
The referenced device was returned to the olympus repair center. The repair inspection was not able to confirm or reproduce the customer¿s reported issue as no e006 error occurred. The investigation is still in progress. However, if additional information becomes available, this report will be supplemented accordingly. In general, the end-user is required to inspect the device for defects, check the function of all devices and have alternate equipment prior to use.

Manufacturer narrative:
This report is being submitted to correct the legal manufacturer's contact information and facility registration number. The facility registration number is 3003724334.

Manufacturer narrative:
This medwatch is being supplemented with additional information obtained and the manufacturer's final investigation results. During their inspection, the sbc was not able to reproduce/confirm the reported image error. Error e006 can have different causes. In all cases, it is triggered if the electrical resistance between the two electrodes of the device increases. Originally, this error message was intended to warn the user if an irrigation fluid with insufficient conductivity is used. However, since the conductivity can be influenced by other factors, error e006 can also be triggered for other reasons, such as: - tissue build-up at the electrodes. - increased contact resistance due to poorly or insufficiently engaged contacts at the working element or the connection cable. - increased contact resistance due to faulty contacts at the working element or the connection cable. A manufacturing and quality control review was performed for the affected serial number without showing any non-conformities or deviations regarding the described issues.